Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the evening of the implant procedure, the implantable cardiac monitor (icm) was coming out of the patient's body. The device was explanted. No patient complications have been reported as a result of this event.